Manufacturer narrative:
A ge service representative performed an onsite investigation. The system battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer reported that there was a precharge voltage error. This error will likely prevent th system from booting. There is no report of injury or death associated with the event described in this complaint.